Manufacturer narrative:
Zimvie complaint number (B)(4). Investigation summary: implant fracture, abutment socket fracture, as well as bone loss were reported at tooth site 46. Patient has been rescheduled for new implant placement. Zimvie received one tapered screw vent implant (tsvwb11) and unknown removal tool (later confirmed as a third-party item) for investigation. One unknown zimmer abutment was reported but not returned. Visual/physical evaluation of the as returned products identified fracture around the collar and stuck removal tool inside the drive feature. This investigation addresses only the zimvie devices (implant and abutment). Note: see investigation summary for the tsvwb11 below: DHR review for the lot (61424876) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (61424876) and no similar event or complaint was found. (Complaint category keyword: fracture: implant; does not disengage/release & medical: bone loss). The customer did not submit images. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period and customer error (use of incompatible removal tool). Therefore, based on the available information, device malfunction did occur, and the reported events (fracture & does not disengage) were confirmed. However, the bone loss event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification /k013227 .

Event description:
Doctor reported implant fracture and abutment socket fracture, as well as bone loss at tooth site 46. Patient has been rescheduled for new implant placement.